Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4) alleging that the patient's onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter was unable/unwilling to answer questions regarding when the alleged issue began. The reporter stated that the patient obtained blood glucose readings of "433 and 253mg/dl" on the subject meter and "331 and 202mg/dl" on an unknown clinical meter, obtained within 30 minutes of each other respectively. These reported readings were obtained on (B)(6) 2016. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The reporter stated that the patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient increased their usual dose of novorapid and tresiba insulin in response to the reported high readings. The reporter stated that the patient 'broke down' in response to having to inject more insulin. The reporter did not report any other physical symptoms or medical treatment in relation to the alleged issue. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms do not meet lifescan's criteria for a serious injury. The reported action correlates with the reported high readings. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.